Event description:
It is reported that the surgeon was unable to insert the screw. A different screw was opened and inserted with no difficulty.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.